Event description:
It was reported that when the physician split the peel-away sheath, a piece of the sheath separated, and was retained in the pt. The small piece of sheath was removed by a radiologist. There were no pt complications.